Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered antitachycardia pacing (atp) and a hv shock for a supraventricular tachycardia (svt). Programming changes will be discussed with the physician.